Manufacturer narrative:
E1 reporting institution phone number (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a failure of the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient harm was reported. The customer informed the field service engineer (fse) that there was a failure of the touchscreen. Every time touchscreen calibration was performed, a different section became unresponsive.

Manufacturer narrative:
A philips service engineer (se) evaluated the device and reported that the misalignment in the touch position was confirmed. The se replaced the touchscreen, and the issue was resolved.

Manufacturer narrative:
The removed touchscreen was received in the philips investigation lab, and failure investigation was performed. The technician determined that the touch screen flex circuit failed the required resistance testing. The high out of specification resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation.